Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display went blank. The blood glucose reading was 110 mg/dl. The insulin pump had not been dropped, bumped, and showed no signs of physical damage. The insulin pump had been submerged in a pool as she thought that it was waterproof. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Also, the insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. We were unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests, verify operating currents, verify grey or black screen, or verify additional display anomalies due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.